Event description:
Tech alleged that the mattress ticking was compromised and the interior was stained by fluid ingress. No pt impact.

Manufacturer narrative:
The tech replaced the mattress ticking, the percussion and vibration cushion and the fire barrier to resolve the issue.